Event description:
Customer reported that he had to receive urgent care due to high blood glucose. Customer stated that his blood glucose reading when waking up was around 20mg/dl, but the actual level was over 400mg/dl. Reviewed the programing and there were no sensor settings available. Customer complained on the insulin pump being defective and decided to purchase a new one. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.